Event description:
Account reports that the luer locks on the ends of the stopcocks as well as in between the stopcocks "backs" off and will not stay securely connected. No pt injury reported, but account is afraid of the potential for injury.